Event description:
It was reported that a cerebral vascula accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications reported and the patient was discharged from the hospital. Around 1 to 1.5 years post procedure it was reported that the patient experienced a cerebral vascular accident. The patient present with symptoms of a stroke. The patient has lost vision in one of their eyes.